Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 480 mg/dl and that she felt nauseated enough to potentially vomit. The customer did not feel well enough to troubleshoot; however, some troubleshooting did occur. It was discovered that the insulin pump basal rates were inaccurately programmed so the customer was assisted with adjusting her settings. A high pressure test was declined. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. No products were returned for analysis.